Event description:
It was reported that the catheter was dislodged and the patient had a loss of therapy. Patient went into surgery for an electric pump removal. It was discovered that the catheter had pulled out of the intrathecal space and was in the right upper quadrant and in the "pocket site". The patient had issue with pain control and increased spasticity starting on (B)(6) 2012 and it was concluded that the pump was delivering medicine "in the pocket since november". The catheter and pump were replaced. The pump was infusing compounded baclofen and morphine.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, lot# j10824r47, implanted: (B)(6) 2001, explanted: unknown. (B)(4).